Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the mapping catheter was noted to be broken out of the box. The catheter was replaced, and the issue was resolved. The case was completed with cryo. No patient complications have been reported as a result of this event. It was further reported that the catheter breakage occurred at the section connecting the circular mapping catheter to the handle. It was noted that the outer sheath was damaged and some of the internal electrode wires appeared to be partially broken.